Manufacturer narrative:
The product was returned for evaluation. Microscopic examination was performed and found the lens cut in two pieces across the optic. Dried solution on the optic was visible, which was clean and clear after cleaning and rinsing. Calcification was not observed. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that approximately two years after implantation of intraocular lens (iol) into the left eye (os) patient reported pain and decrease in vision. Approximately six weeks after onset of symptoms, a lens exchange was performed using a different model iol. In the surgeon's opinion the most likely cause of event is calcification of the iol. Slit lamp image shows central iol opacification. Yag was performed approximately six weeks post iol exchange due to posterior capsule opacification. The patient outcome is good.